Event description:
Initial result for a patient co2 was 36.7 mmol/l. When repeated, the result was 26.5 mmol/l. The incorrect result was not reported. The field service representative was unable to determine a cause for the discrepancy.